Manufacturer narrative:
The reported event of defect could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found that the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported the device was explanted and replaced. Premature battery depletion was suspected. No further information is available at this time.